Event description:
Additional information received reported that the MRI that was performed in (B)(6) 2015 showed the same thing as the one that was performed in (B)(6) 2014. The MRI showed no change. The patient had 4 to 5 bulging discs and had an operation 49 years ago. The patient hurt and since then, everything was gradually deteriorating. The health care professional (hcp) felt the shooting pains were related to a worsening of his condition and had nothing to do with the device. The patient's shooting pain comes and goes. The patient noted that it could be positional or movement related. The patient's shooting pains had improved. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4)implanted: (B)(6) 2007, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
It was reported that the patient needed an MRI to diagnose pain he was having when he would raise his arms above his neck. The pain would shoot down both legs. This had occurred since a fall he had in (B)(6) 2015. MRI compatibility guidelines were reviewed. Follow-up was performed to determine if the patient required any further assistance and if the patient had any further concerns. This event will be updated if additional information is received.